Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 350 mg/dl after approximately 5-24 hours of pod wear. It was noted that the cannula did not appear to have properly inserted into the skin at the infusion site. The patient reported presenting to the hospital due to concerns of elevated blood glucose levels; however, no medical diagnosis, treatment, or intervention was provided.